Event description:
The cooling alarm was reported to have sounded on the excel 36khz straight handpiece during surgery. This problem forced the medical staff to stop the surgery. The surgeon also claimed that the handpiece was becoming hot during the operation. The handpiece passed the start up test.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.